Event description:
It was reported that during a post operative examination of an implanted intraocular lens, the patient refraction was a +9.25. The lens remains implanted, and the physician continues to investigate this unexpected post operative refraction.

Manufacturer narrative:
The lens remains implanted precluding analysis of the diopter. A review of the manufacturing records shows shows that the lens was manufactured according to specifications and the possibility of mix-up in diopter at the manufacturing site was discarded. No additional reports for lenses manufactured in this lot were received. The manufacturer's investigation into this event is ongoing. Lens remains implanted.

Manufacturer narrative:
Corrected data: in the initial MDR, the patient's age was reported as (B)(6); however, the patient's correct age was (B)(6). The correct age has been updated accordingly: (B)(6). The PMA provided in the initial MDR has been updated/corrected. PMA/510k: p980040. The doctor reported that the patient underwent a secondary procedure with an implant of a piggyback lens on (B)(6) 2010. The implant was a non amo lens. Surgery was uncomplicated. On (B)(6) 2010, the patient's exam showed a quiet eye with a refraction of -1.00 +0.75 axis 30 and an easy 6/9+ (20/30) visual acuity. The patient is very happy with the resulting vision. Device returned to manufacturer: yes. Returned to manufacturer on 09/5/2017. Device returned to manufacturer: yes. Device evaluation: the originally implanted intraocular lens was returned for investigation seven (7) years after the initial report was received. The lens was explanted from the patient by the physician post mortem. The lens was returned to amo and measured by r and d personnel on (B)(6) 2017. The measurement showed a diopter range of 5.93 to 6.0, which was different than the 22.5 diopter size used by the physician to treat the patient. The measured results indicated a potential product deficiency. Based on the results of this investigation, this lens was manufactured in 2010. Further investigation of this issue is being conducted by the manufacturing site and corrective actions will be implemented as appropriate. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A review of all production orders (po¿s) processed in the optical inspection on 12/30/2009 (date the complaint product was processed in the optical inspection) shows that the lowest diopter power tested was a 17.0 diopter. No po was tested for 5.0 ¿ 6.0 diopter that could have a mix-up possibility with the complaint po. A review of an expanded date range (12/21/2009 to 1/4/2010) of lenses 5.0 - 6.0 diopter was performed. Only four po¿s diopter 6.0 were processed during this time. Three of them were processed in different dates, different optical equipment, and by different operators. No lens was reported dropped for any of the po¿s that could have led to a mix-up. One po was processed on the same optical equipment but was processed in a different date and by a different operator; no lens dropped was reported. The possibility of mix-up was discarded based on the investigation. ER (exception report) (B)(4) was initiated on 10/10/2017, to address this issue. The event was considered inconclusive as it couldn¿t be determined how the sample returned by the customer could have been exchanged within the manufacturing process. However, the controls in place as part of the 1-piece acrylic iols manufacturing process have been enhanced since year 2009, the year that the impacted po was manufactured. The improvements driven as part of the manufacturing process are around the line clearance, reconciliation activities, cleaning between po¿s and scrap handling process, which minimize the opportunities of having a mix-up of units between pos throughout the manufacturing process. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.